Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic for generator change. It was noted that the patient's right atrial (ra) lead exhibited diminished sensing of p-waves and non-sensing. Therefore, the physician elected to cap and replace the ra lead on 16 jun 2021. The patient was recovering after the procedure.